Event description:
It was reported that during the implant attempt of the right atrial lead that the physician was unable to advance the lead. A second attempt was made with an additional introducer. When an additional stick was made in the same target vessel, the needle made contact with the lead and movement of the lead was seen on fluoroscope. Having gained access, the physician inserted a guidewire, removed the atrial lead, inserted the introducer and the lead was then re-inserted. At this point the physician encountered outer insulation buckling on the lead and requested a new lead to be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism. The lead was stretched. Damage at implant was also noted.